Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and observed the buffer valves sticking open in cell #1. The fse replaced the buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported generating high na (sodium) and cl (chloride) patient results for multiple patient samples on their au5800 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no effect to patient treatment in connection to the event. Customer did not provide initial and repeat patient results. Quality control was within the laboratory's established ranges prior to event.